Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during a therapeutic bladder resection procedure, the subject device appeared to have a dark stripe at the top of the telescope and impeded the physician's vision. The patient suffered a perforation because of the physician's impeded vision. The procedure was converted to an unplanned laparoscopy and the patient recovered satisfactorily, health stable. No additional information has been provided to date.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation, the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device evaluation identified broken internal lenses proximal to the eyepiece and a slightly curved insertion tube, approximately 5 degrees. The image display issue was due to the broken lens. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to user error as well as the application of force.